Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that the shock button on their device was inoperable and therefore the device would not deliver a defibrillation shock. In this state defibrillation therapy would be delayed or unavailable if needed. There was no patient use associated with the reported event.